Event description:
Reporting status: serious injury/medical intervention. Reporting rationale: medical intervention to remove the separated portion of the guide wire to prevent permanent impairment. Device issue: guide wire tip separation. It was reported that, treatment was done in the lad without complications. Then the bmw guide wire was positioned in the cx and another company's balloon catheter was used for dilatation. After the balloon catheter was withdrawn, images revealed the distal part of the guide wire tip (30 cm) had separated. The separated guide wire tip was seen in the left ventricle. The proximal part of the guide wire was removed. The distal part of the guide wire was recovered with the use of a lace and pigtail catheter. Another guide wire was positioned in the cx. A dissection was noted, which reportedly had been caused by another company's balloon catheter. No add'l event or pt info is available.

Manufacturer narrative:
During processing of this complaint, product performance group attempted to obtain complete event info, including pt info and pt status from the hospital, field contact or distributor. Quality assurance analysis revealed the guide wire was returned with contrast on the coils and core. The intermediate coils were offset proximal to the center solder for a length of 1.1 cm. The core separated at the proximal end of the hypotube. The fracture faces of the separation were jagged and bent. A small section of the core was protruding from the proximal end of the hypotube. No other damage to the guide wiere was noted. The tip was tugged on to verify that the core and shaping ribbon were intact. The guide wire was sent to scanning electron microscopy (sem) for further analysis. Product performance engineering reviewed the incident info and the analysis of the returned guide wire. Reviewing the sem result, the guide wire core showed evidence of a heavy bend adjacent to the hypotube. The sem also showed the guide wire separated from ductile overload. The guide wire was therefore, subjected to forces that exceeded the strength of the guide wire. The balance family of guide wires was designed with the hypotube junction 40 cm from the distal tip (not 30 cm as reported). The hypotube joint should never be kinked because a kink will damage the joint, but even with treatment of a very distal lesion, during normal use, this junction should only enter the primary curves of any guiding catheter. Therefore, the opportunity of the guide wire being bent into a tight enough bend to damage the hypotube should only happen in unusual circumstances. The incident info did not describe how the guide wire may have been bent. The cine review also did not show how the guide wire became bent. Guide wires are fragile and it is possible that during that removal of the guide wire from the dispenser hoop, preparation of the guide wire for use or loading of the guide wire into the rhv or another device, that a bend of this type could occur that would later fracture. Pushing against resistance could also cause the guide wire to bend as found on the returned guide wire. In this case, the root cause of the bend and subsequent separation due to ductile overload is unknown, but the analysis did not show a manufacturing related cause for the experience. The lot history record was reviewed and there were no non-conformities associated with this product lot. This MDR is considered closed by the product perfomance group.